Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 10, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Type of investigation code#1: 10 - testing of actual/suspected device. Type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation code #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt to show damage to the gas in port. As the complaint was for leakage, the oxygenator was setup in a water circulation for 3 hours. Initially, the circulation was setup with moderate pressure to attempt to observe a leak. After 90 minutes a leak was not observed, the pressure was increased to 1000mmhg. After 90 minutes of circulation at 1000mmhg, no leakage was observed.the water path/heat exchanger of the affected sample was pressure tested at 1kg/cm2 for 10 minutes with no leakage observed. A representative retention sample was inspected to show no damage to the unit. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, prime solution was leaking out of the oxygenator near the o2 port. No health consequences or impact. Product was changed out. Procedure was completed successfully.